Event description:
Information was received from a patient receiving dilaudid via an implantable pump for spinal pain indications. It was reported that the patient stated their pump kept flipping again and they got the pump 're-implanted' to keep that from happening, but it was worse than it ever was. The patient said the issue started quite a number of years ago and they dealt with it then, that pump was close to the age to replace it. The patient said they finally got the pump replaced but it was worse. The patient stated the "tip was out, one edge of it, very sharp" and it was like that 24/7. The patient said they had to manually push the pump downward and then put a back belt or "baby belt" on to hold it in, and that allowed them to walk where it was not hurting. [See FDA regulatory report # 3004209178-2025-08570 for previous pump flipping issues, replaced (B)(6) 2025.]

Manufacturer narrative:
B3. Event date is not known. Please see b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.